Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient was experiencing low blood glucose, called an ambulance and drank some juice. Ambulance came shortly after patient called and asked if the patient was okay. Patient replied that he was feeling better but paramedics insisted he go to the hospital. Patient went to the emergency room and stayed at the hospital until his blood glucose was stabilized. Patient continued to drink juice. Patient did not stay at the hospital overnight. Additionally, patient had a fingerstick performed while at the hospital which read 450mg/dl. Event was not related to dexcom continuous glucose monitor. There was no alleged device malfunction. At the time of contact, patient was healthy. No additional event or patient information was provided.